Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the pins broke. The problem was noticed after the surgery. There was no harm for the patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed a missing retaining pin which guides the battery casing (ar-300lbh) and prevents the pins of the electronics from being bent or broken. Due to the missing retaining pin, the pin of the electronic is probably broken. The most likely cause is attributed to improper device handling.